Event description:
It was reported that the patient experienced ineffective therapy. Impedance check revealed high impedances on all contacts. As such, surgical intervention took place on (B)(6) 2025 to address the issue. During the procedure, while attempting to remove the lead it broke off and a portion of the lead remains implanted in the patient. Surgical intervention may take place at a later date to remove the remaining portion of the lead. New leads were implanted and effective therapy was confirmed post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.